Event description:
Device malfunction: device #1 loss of vessel access. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when pulling the device back to position the foot, the foot pulled through the arterial wall. A second proglide device was used and the suture pulled through the artery. Hemostasis was achieve using an angioseal. It was reported the pt was obese. There were no pt sequelae reported. Though requested, no additional info was available.

Manufacturer narrative:
Device # 2: part # 12673-03, lot # unk is being filed under a separate medwatch MFR number. The device is expected to be returned for eval. It has not yet been received.